Event description:
It was originally reported a balloon detached. Follow up with the physician could not confirm a problem with balloon. No problem was confirmed and no further details could be obtained regarding this event. The device was received, evaluated and retained by the MFR. A prssure test revealed a longitudinal tear 3mm long located 18mm from the distal tip. Scratches were noted on the balloon surface. Although co's follow up could not confirm any problem, a balloon was received under this internal reference number. A leak in the balloon was noted. Balloon rupture or balloon leakage is an anticiptated event of percutaneous angioplasty which has been associated with over-pressurization or use in a calcified lesion. This device displayed characteristics consistent with a sharp external source, scratches on the balloon surface. Co believes this factor contributed to this event and does not attribute it to the device. Without further information co is unable to determine the exact cause for this event.